Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient wanted to know why their implantable cardioverter defibrillator (ICD)?battery only lasted two and a half years as opposed to the promised five years. The status of the device is unknown. No patient complications have been reported as a result of this event.